Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed wear and tear damage on the enclosure, front cover, plate clip, and line cord. The pcb and power switch on the unit were also outdated. The tank cover was also cracked. Upon inspection the lcd was found to be almost all black from liquid crystal leakage. The problem source of the reported product problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the lcd was not working on the level 1 hotline low flow system (hl-90). No patient injury or complications were reported in relation to this event.